Event description:
On (B)(6) 2011, the patient had a shoulder procedure to fixate the labrum of the left shoulder using a twinfix anchor device. No complications or patient injury were reported after the initial procedure. It was identified via a follow up that in (B)(6) 2015 the patient fell on the affected shoulder, causing renewed pain and movement restriction due to alleged implant loosening. Pain has persisted since patient reinjury. No revision surgery has been planned to date.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. Based on the nature of the complaint, a review of the sterility records was conducted. The product was sterilized per specifications. All process parameters were confirmed to be within specification. No abnormalities were reported with this product during manufacture. Further investigation is not warranted at this time.